Manufacturer narrative:
Device evaluated by MFR.: the shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 20mm starting from the distal end of the balloon. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured when approaching the lesion. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the balloon ruptured during the first inflation.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured when approaching the lesion. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the balloon ruptured during the first inflation.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in a mildly tortuous and mildly calcified vessel. A 2 mm x 40 mm x 145 cm coyote es balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured when approaching the lesion. The procedure was completed with another of the same device. No patient complications were reported.